Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during a patient infusion of propofol 2ml/h (20mg/h) with a spectrum iq infusion pump, an upstream occlusion alarm was not detected ¿on time¿. The propofol was increased to 80mg/h for an unspecified scan. After the examination, the patient experienced ¿dyspnea increased, tirage and cough". The propofol was increased up to 150mg/h and no change in the symptoms were noted. A 50 mg bolus was given (in 20 seconds) then the pump alarmed upstream occlusion. The blue slide clamp was found closed but no alarm was generated. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the pump was tested for upstream occlusion detection and was able to properly detect an upstream occlusion. The evaluator found the ultrasonic sensor calibration within range and no visual abnormalities that could cause or contribute to the reported problem were observed. The customer did not provide an event date, however reported that the event occurred while infusing propofol at a rate of 2 ml/hr, which was increased to 8 ml/hr for a scan and up to 15 ml/hr. The event history log review was performed and revealed events matching the customer reported problem. An infusion of propofol was programmed, the rate was updated to the reported rate of 2 ml/hr. The rate was updated to 8 ml/hr as reported. The user updated the rate to 100 mg/h or 10 ml/hr, however reported that the rate was increased to 150 mg/h. An "upstream occlusion!" Alarm occurred during a bolus dose of 50 mg, which was observed through the log. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was not verified. The customer reported that the slide clamp was closed when assessing the line, which can result in a partial occlusion. Partial occlusions may not be detected by the pump or detection may be delayed. The reported problem may be related to the issue described by fa 2021-056. Spectrum iq instructions for use were updated to better clarify how to set up and identify set-up related issues. Should additional relevant information become available, a supplemental report will be submitted.